Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient will go to the clinic for treadmill testing. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.